Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2000 - pt underwent repair of left inguinal hernia with a kugel patch. Ni/ni/2005 - pt underwent repair of recurrent left inguinal hernia with a kugel patch. The previously placed kugel patch was noted to be flat and placed in the proper position. Ni/ni/2008 - pt presents with left inguinal pain. Md explained the options to the pt, and at that time he was unsure of what he wanted to do.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Prior to the 2005 surgery, the pt presented with left groin pain. An attempt was made at conservative treatment; however, the pt's pain continued, and surgery was scheduled. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00614 for info related to the kugel patch implanted in 2005.